Event description:
The customer reported the device would shutdown when charging for delivery of energy and the system log contained an entry error code 00001 (slow charge defib error). There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device would shutdown when charing for delivery of energy and the system log contained an entry of error code 00001 (slow charge defib error). There was no report of patient involvement or adverse patient impact. Philips sent the customer a replacement power pca. On (B)(6) 2012, the customer reported having been able to recreate this malfunction, that replacement of the power pca resolved this malfunction, and the device remains back in service.